Manufacturer narrative:
Correction - should have been reported as yes in the initial report. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
The device was explanted and replaced on (B)(6)2017.

Event description:
It was reported that patient presented to ER after receiving vibratory alert for elective replacement indicator. Device was explanted and replaced due to signs of premature battery depletion. Patient was discharged in good health.